Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been serviced prior to this event for the reported condition.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a failure code 530:320:654:0000 was not confirmed during product evaluation. However, baxter quality engineering confirmed the reported problem as failure code 522:320:654:0000. This condition was due to a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. If additional information is received, a follow-up will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a failure code 530:320:654:0000. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.